Manufacturer narrative:
(B)(4). The pump was returned for a cosmetic damage located at the back along battery side found on (B)(6) 2021. Insulin pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment.pump was also received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found power connector becoming loose from electrical board 1 due to corroded electrical board 1. Corrosion was also found on the electrical board 2, force sensor, motor assembly and vibrator assembly noted. Unable to generate power management graph due to blank display. Unable to download history files and traces using thus due to blank display. Electrical board 2 was cleaned using isopropyl alcohol and swapped out with a working test electrical board 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to power connector becoming loose from electrical board 1 due to corroded electrical board 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a scratched case. Cosmetic damage was confirmed located at the back along battery side. Blank display was confirmed due to power connector becoming loose from electrical board 1 due to corroded electrical board1. During visual inspection, found corrosion on the electrical board 2, force sensor, motor assembly and vibrator assembly noted. Unable to download history files and traces confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked on the back along battery side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.